Manufacturer narrative:
Not yet explanted.

Event description:
The patient has been experiencing hip pain since (B)(6) 2015. Revision surgery planned due to distal stress shielding and suspicion of stem loosening.

Manufacturer narrative:
Additional information received on 01 march 2017 and includes: the revision surgery was completed successfully on (B)(6) 2017. The left stem was changed due to thigh pain / stress shilding distal / suspicion of loosening. Pain appeared in (B)(6) 2015. Batch review performed on 01 march 2017. Lot 114055: (B)(4) items manufactured and released on 17 january 2012. Expiration date: 2016-12-31. No anomalies found related to the issue. To date, all items of the lot have been already sold without any similar reported event. On 03 march 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial revision in cementless tha after 4,5 years. Only one radiograph is available, pre-revision, showing substantial loosening of the proximal stem, which is locked distally. Not having the progression and the post-primary radiograph no consideration can be made concerning the evolution of the problem and no hypothesis as to the possible cause can be made either. On 29 march 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the pieces were analyzed. The stem appeared to be with ha coating totally absorbed, while a fibrotic tissue covered some areas of the walls. Some scratches and signs, probably from electrocautery, were noticed in the neck region. The ceramic ball head showed some little signs on the rim and some signs, especially one evident and large in the spherical surface. The pe liner was yellow in the inner cavity and on the top surface and a hole was present, most probably occurred during the removal with the help of a screw. From the received pieces it was not possible to determine the root cause of the event.